Manufacturer narrative:
The customer reported that his central nurse's station (cns) display went dark. The customer will not be sending in the malfunctioning unit. The customer has requested the part number for a new cns display. Nihon kohden technical support provided the part number to the customer.

Event description:
The customer reported that his central nurse's station (cns) display went dark.